Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Reason for device explant and/or reoperation: animation deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with 550cc mentor memorygel breast implants experienced spontaneous right sided rupture, right sided soft tissue necrosis, right sided breast mass, and bilateral animation deformity post procedure. Biopsy was performed bilaterally. The rupture was diagnosed through magnetic resonance imaging and was thought to have been possibly caused by a fall. As a result, explant and replacement was performed on (B)(6) 2025. The right sided rupture was reported initially under 1645337-2024-15047. On january 20, 2025 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.